Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid: (B)(6).

Event description:
The customer observed a falsely elevated architect free t4 result for one patient. The sample was repeated with another method with lower results. The following data was provided: sid: (B)(6) processed on (B)(6) 2025 architect ft4 initial result = 2.43 ng/dl repeat results = 3.17 and 4.02 ng/dl. Architect reference range = 0.7-1.48 ng/dl siemens result = 1.43 ng/dl. Siemens reference range = 0.89-1.76 ng/dl no impact to patient management was reported.

Event description:
The customer observed a falsely elevated architect free t4 result for one patient. The sample was repeated with another method with lower results. The following data was provided: sid (B)(6), processed on (B)(6) 2025 architect ft4 initial result = 2.43 ng/dl repeat results = 3.17 and 4.02 ng/dl. Architect reference range = 0.7-1.48 ng/dl. Siemens result = 1.43 ng/dl. Siemens reference range = 0.89-1.76 ng/dl no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) observed the valve, syringe was leaking when troubleshooting the issue. The valve, syringe (part number 7-77030-10) was replaced and deemed the likely cause for the issue. The service history of the architect i2000sr, serial # (B)(6) found no additional falsely elevated results reported after the current event was identified. A review of complaint and trending data for the architect i2000sr module did not identify an increase in complaints as related to the current complaint. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module, serial number (B)(6) or valve, syringe (part number 7-77030-10) was identified.